Event description:
Test control solution repeatedly failed the quality control test on the sure step glucose monitor. Able to complete quality control test with high test control substance from different lot number. Reported to internal supply chain manager for follow up.